Manufacturer narrative:
(B)(4). A maquet field service technician was informed that the device displayed a "head error" error message. The device was requested to be returned to the manufacturer for further evaluation and repair. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that on start-up of the device the error message "head error" was displayed. (B)(4).

Manufacturer narrative:
Only the rotaflow drive has been returned for investigation by manufacturer (lce - life cycle engineering). According to investigation report lce3063 investigation could be not performed without any hardware (rotaflow console). The functionality of the rotaflow drive has been tested by service department. The drive worked as it should. According to the service report (B)(4), done by field safety technician, several tests on the rotaflow console were performed, but the failure "head error" was not reproducible. A system test was performed and the unit was free of safety or functional deficiencies. Thus the failure could not be confirmed. No further investigation will be done as the unit worked as it should. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed.

Event description:
(B)(4).